Event description:
A facility reported a fail code of 500, which occurred during biomed testing. Although attempts were made by co, details were not available regarding add'l info, pt demographics, medication involved, or pump programming. The hosp representative stated that there have been no reports of any pt incident involving this pump since the last co's service event.